Event description:
It was reported that the bd alaris¿ smartsite¿ extension set would not flush due to blockage/flow issues. The following information was provided by the initial reporter: "the product would not flush. Multiple samples were tried with the same lot number and none of them worked."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/5/2021. H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was not observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was unable to be flushed. The customer complaint that the product would not flush was replicated. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance the issue was able to be replicated. A device history record review for model 20159e lot number 221039822 as performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21039822 regarding item #20159e.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set would not flush due to blockage/flow issues. The following information was provided by the initial reporter: "the product would not flush. Multiple samples were tried with the same lot number and none of them worked."